Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During internal review of complaint file it was found that the UDI number provided on the 3500a initial report was incorrect. The correct UDI number is (B)(4). An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During mapping in the left ventricle, the physician noticed that there was an excessive amount of noise on the ablation catheter distal electrode. The cable was changed but did not resolve the noise. The catheter was changed with a new device which subsequently resolved the noise. This noise issues is not reportable as the risk to the patient is low. During the same procedure the physician noticed that there was a pericardial effusion that developed during the mapping phase of the procedure. The patient was tapped to drain the effusion. There were no errors on the carto or the generator, and no ablations were performed at any time during the procedure. The impedance was noted at approximately 160-200 ohms. The procedure was delayed by five minutes. The patient was stable following the procedure. Additional information was received on the event. The patient received anticoagulation, however the range is unknown. A transseptal puncture was performed. The patient received a pericardial tap and drainage of the pericardium. It is unknown if hospitalization was required. The physician did not provide a causality opinion for the cause of this adverse event. The adverse event was not commented on by the physician as whether it was caused during the procedure when the first catheter was being used or during the procedure when the new catheter was being used. Therefore this event will be reported under both ablation catheters used.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Then it was evaluated for electrical resistance and current leakage and it failed on electrode #1. Further examination revealed that the lead wire #1 was broken causing the improper signal condition. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint related to electrical signal has been confirmed the lead wire was found broken causing the improper condition. The customer complaint regarding pericardial effusion cannot be confirmed. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.